Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer states that the unit had a vent inop and lift off error. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
Customer followed up to state that they reseated all the connectors and daughter boards on the main board. Customer states that the issue is now resolved.